Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 months after the dental implant in ada site 10 was placed, the implant had not yet integrated in type iii bone. A bone graft was placed with mineralized cortical bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 months after the dental implant in ada site 10 was placed, the implant had not yet integrated in type iii bone. A bone graft was placed with mineralized cortical bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).